Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective and leaked blood onto the table and floor. The following information was provided by the initial reporter: "insyte IV angio cath did not prevent blood flow, therefore patient had blood leak onto the table adn floor, bleeding was stopped asap."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective and leaked blood onto the table and floor. The following information was provided by the initial reporter: "insyte IV angio cath did not prevent blood flow, therefore patient had blood leak onto the table adn floor, bleeding was stopped asap"